Event description:
Customer reported receiving imprecise readings on their precision xtra blood glucose monitoring system. Customer reported receiving readings of 27 mg/dl and 114 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on the parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device was returned. The complaint was not confirmed, and no new issues were observed, all results were within range specification and no errors were observed during control solution testing. The readings were found in the meter log in 2008 within the 10 minute timeframe: time(h) 23:10 reading (mg/dl) 27. Time(h) 23:13 reading (mg/dl): 114.